Manufacturer narrative:
Additional information: b5, d4, d11, h4. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppage event that was captured in the submitted log file. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured a pump stoppage event on (B)(6) 2020 at 12:33:45 with corresponding hazard alarms for low speed and low flow while the system was supported by the mpu. The alarms were resolved at 12:33:59 when the pump resumed operation above the low speed limit. The log file also captured a no external power alarm on (B)(6) 2020 which will be addressed under the mpu investigation. Approximately 13¿ of the driveline was returned under work order #: (B)(4). The proximal 3¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. White tape was wrapped around the driveline approximately 4.5¿-5.5¿ from the metal connector. A previous driveline repair (refer to complaint (B)(4)), performed under work order #: (B)(4), was located approximately 9.5¿ from the metal connector. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Visual examination of the driveline revealed cosmetic damage to the outer silicone sleeve, outer gray shrink-tubing, and inner black shrink-tubing at the distal end of the repair, approximately 8.0¿ from the metal connector. The underlying wiring was exposed in this location, with damage to the insulations of the brown, red, and orange wires observed. The bionate layer was darkly colored but was otherwise unremarkable. The metal braided shield showed signs of wear along the length of the driveline with more severe breakdown noted approximately 2.5¿, 3.5¿ and 6.0¿ from the metal connector. Visual and microscopic inspection of the driveline upon removal of the layers of the driveline and driveline repair revealed a breach on the yellow wire approximately 8.0¿ from the metal connector, also at the distal end of the repair. All wire breaches exposed the inner metal conductors and appears to be the result of fatigue failure due to repetitive flexing of the driveline at the distal end of the repair. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1, the brown wire represents one of the two redundant wires that comprise phase 2, and the red and orange wires represent the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the pump stoppage reported by the account and seen in the submitted log file while connected to the mpu. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). Incidental findings: cosmetic damage to the outer silicone jacket was observed approximately 5.0¿ and 6.5¿ from the metal connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Heartmate mobile power unit is referenced in manufacturer report number #2916596-2020-01505.

Manufacturer narrative:
The past perc lead repair was reported in MFR report # 2916596-2017-00238. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was admitted for anuria and was incidentally found for pump stop events and low speed advisories. Log file analysis confirmed pump stop event which may have been caused by a high current event that reset the pump or a perc lead issue, and a low voltage/no external power event. The patient had a perc lead repair in the past when his care transitioned to (B)(6), and then back again. It was observed that there was a total break of the grey sleeve and wires are exposed. On (B)(6) 2020 an external perc lead repair was performed about 3 inches from the exit site and no issues were noted after the patient was put back on grounded patient cable. No further information was provided.